Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and a headache. The cause was unknown. Reportedly, the customer required assistance addressing bg level with water and monitoring bg levels. In addition, a manual injection was administered to address bg level. Customer changed the infusion set and cartridge. Recommendation was made to discuss diabetes management with a health care professional.